Event description:
(B)(4).

Manufacturer narrative:
Tech support discussed OEM recommendation for controlled shutdown restart every quarter and replacement of hdd every two years. Bme from states they only restart the systems semi-annually when performing clean and inspect. Also he believes they haven't replaced drives in about 3 years. He will perform shutdown/restart and check their records on last hdd replacement.